Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a high blood glucose of 590 mg/dl. It was found the customer was trying to adjust the settings on the insulin pump. It was also reported the customer began to vomit before they were hospitalized. The cause of the customer's hospitalization was from a heart attack and diabetic ketoacidosis. The customer was being treated with an insulin drip. The customer also reported the insulin pump was removed from their body after being admitted into the hospital. Customer also reported a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Customer also reported the cannula was slightly bent at the tip. The customer declined to return the insulin pump for analysis.